Event description:
An elderly male with aortic stenosis underwent transcatheter aortic valve replacement (tavr). During procedure, developed complete heart block and a temporary transvenous pacer (ttvp) was inserted via right femoral approach. The next day, advanced practice registered nurse (aprn) removed the ttvp with some resistance at the end of the pulling procedure and upon inspection discovered the tip had been sheared off exposing 2 wires. The venous sheath had good aspiration but no bleeding from the site once removed. We do not have any info on the sheath. The patient then underwent transthoracic echocardiogram and CT thorax scan without contrast looking for the tip of the catheter, but it was on apparent on either of the studies. A cardiologist examined and manipulated the catheter and discovered the tip inside of the luer lock cap compartment. Aprn stated she did not loosen this prior to removing the catheter but does not routinely do so. No harm to patient, just the above 2 tests. As we did not know the lot number of the catheter, we removed all of the catheters we had to replace with new lot numbers. Lot numbers removed were: 61516343,61435187, 61415902, 60844481, 61435187. This is the 2nd occurrence with this device; same aprn removing device- white cap not loosened prior to removal of catheter. Manufacturer response for ttvp with balloon, swan ganz bipolar pacing 1.3 ml cap (per site reporter).